Manufacturer narrative:
The investigation of heart valve damage has been completed. The pump was returned for investigation. The returned pump had a cut cannula in two separate pieces. The pump was visually inspected, and no abnormalities were reported on the returned product. There was some biomaterial present on the pigtail. The pump was run as per specifications in a bucket of water. The data log was not provided for this case run. According to the clinical report, several patient movements were reported during the time leading up to the chordae rupture and mitral valve damage, which could have caused the pump to be in an improper position during patient movement. The cause of the heart valve damage issue was not determined since no abnormalities were reported on returned product and the sufficient clinical information was not provided. D9 device returned to manufacturer date added.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support for eight days, the patient developed a chordae rupture resulting in mitral valve failure. The following day, the impella cp was removed, and a mitral valve repair was performed. The patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: impella cp with smartassist catheter insertion: ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve.¿ section: use of echocardiography for positioning of the impella catheter impella catheter inlet to the aorta: ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms: ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿